Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer had a low blood glucose 46 mg/dl. The customer had been experiencing low blood glucose for 4 days. The customer was treated with juice and glucose tablets. The insulin pump was not returned or replaced.

Manufacturer narrative:
The customer's parent called states we have called into this number for last three days trying to see why daughter sensor is not working and thought sensor was resolved about trending high and have not gotten one alert and have not cleared it from her pump and we tested it and her blood glucose is now over 400 mg/dl and have not been alerted on her phone.